Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient's discs were really bad and she had three bulging discs. Preexisting conditions to the pump were multiple sclerosis (ms) and degenerative disc disease (ddd). During the time when the medication was discolored the patient had a ms attack. Per the reporter, the pump was not flushed with saline in (B)(6) 2016 when this first happened so the issue happened again in (B)(6) 2016. The patient's new healthcare provider had reduced the pump by 3 mg per day. The dose was at 8 mg per day and was now at 5 mg per day. The patient could not get the new hcp to adjust the pump or prescribe oral medication. The pump previously delivered fentanyl and clonidine (unknown concentration and dose).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen, bupivacaine and morphine via an implanted infusion pump. The pump was programmed to deliver baclofen 100mcg/ml at a dose of 19.98mcg/day, bupivacaine 15mg/ml at a dose of 3.59mg/day and morphine 20mg/ml at a dose of 5.99mg/day. The pump's indication for use was listed as spinal pain. It was reported that the last two times the pump was refilled the medication that was removed had changed colors. On (B)(6) 2016, it was a very dark rust color yellow and on (B)(6) 2016 it was a lighter yellow. Per the reporter, the physician indicated that it went bad and that the patient 'must have had fevers'. The pump was not working the way it used to. The patient's symptoms started in (B)(6) 2016. The patient's muscle spasms were bad and she had an exacerbation of her ms (multiple sclerosis) and went to the hospital. Prior to the patient moving to florida she was getting fevers and pneumonia constantly. Since moving to florida last year, the dose has been lowered; the morphine dose used to be 'seven point something'. Following the refill on (B)(6) 2016, the patient was exhausted and so sleepy she couldn't stay awake. Additional information has been requested for specific drug information, other medications that the patient was taking at the time of the event, medical history, specific details regarding the symptoms, discolored medication as well as device issues, diagnostics performed, troubleshooting and actions/interventions to resolve the issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.